Event description:
A pt underwent evar on (B)(6) 2012. The physician released both proximal and distal trigger wires, when he attempted to deploy the top cap the inner cannula would not advance in turn causing the suprarenal stent not to deploy. A balloon was inserted in to the graft and excessive force was used to advance the top cap, this resulted in the graft migrating proximally. An extra body extension was needed to gain a distal seal. Only the successfully deployed devices remained inside the pt. The pt required and additional graft to be used to gain a seal. No adverse effects to the pt were required due to this occurrence.

Manufacturer narrative:
(B)(4) - difficult deployment is not specifically labeled in the IFU. Event evaluation: still under investigation.